Manufacturer narrative:
Results - one used sample unit and nine unused sample units were received for evaluation by our quality engineer team. Upon examination of the used unit, the needle was observed to be partially retracted with damage to the grip. Upon examination of the unused units, no mechanical or physical damages were found to any of the components. A functionality test resulted in unsuccessful retraction of the used sample unit and successful retractions within the unused sample units. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. The defect of needle retraction failure was confirmed in the used unit and was determined to be caused during the manufacturing process. The plug probe and load barrel stations within the production zones have the ability to become misaligned and produce the type of damage observed. Manufacturing was notified of this incident and the findings.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd insyte¿ autoguard¿ shielded IV catheter failed to retract during activation. Observed after use. No serious injury or medical intervention noted.